Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trsx5, serial number/date code (B)(4) is approximately 2 years 2 months old. The owner's manual part number 1110550 rev f (apr-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that a spoke allegedly broke on a caster for the trsx5 manual wheelchair. The dealer alleges that the consumer does not open the chair wide enough prior to sitting. A quote has been issued for the replacement part. No injury alleged

Event description:
Dealer states "spoke broke on the caster, customer does not open the chair wide enough and sits down." No injury alleged.